Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and displayed "compressor fault - 1001" and "self check failure - 1172" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. The compressor was found to be compromised. It is likely that this ventilator was stuck to the MRI machine gantry causing damages to the device. The customer declined repairs; therefore, the device was labeled not for clinical use and returned to the customer. According to the zoll ventilator's operator guide: to ensure safety, the ventilator must be secured to an MRI compatible cart and be placed behind the 130 gauss field line, at least 2 meters from a 3t MRI magnet. A dedicated person must monitor the device and the patient, and alarms should be visually checked. The rolling stand must be locked and tethered. These steps help prevent injury and equipment malfunctions within the MRI environment. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted and discussed the specifications related to MRI distance. The customer is aware.